Event description:
During a gastrectomy procedure, some of the staples were malfunctioned and open in shape. The case was completed by additonal sutures. There was no patient conseqence.

Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.